Event description:
A surgeon reported that following bilateral intraocular lens (iol) implant procedures, the pt reported "waxy vision" starting on the first postoperative day. The surgeon performed limbal relaxing incisions, but this did not improve the pt's vision. In a follow up with the surgeon's technician, it was reported that following the lens exchange for the fellow eye, the pt is very happy. Her symptoms have resolved and no further treatment will be required for this eye. There are two medical device reports associated with this event. This report is for the left eye.

Manufacturer narrative:
Eval summary: the product was not returned for analysis. Results from the product history record review indicated the product met release criteria. The root cause could not be identified by the investigation. There have been no other complaints reported in the lot number. Add'l info was requested on (B)(6) 2012 by phone. A completed questionnaire was received on (B)(6) 2012. (B)(4).